Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d6: exact date of implant is unknown; reported as 3-4 months prior to the revision surgery.

Event description:
It was reported on (B)(6) 2024, it was identified on x-ray that the tfna nail was broken causing malreduction. The broken nail was revised on (B)(6) 2024. All nail components were removed without incident; a new tfna nail and blade with traumacem were implanted.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the product was returned to medtech orthopaedics for evaluation. Visual inspection of the returned device found that the implant was broken from the fenestrated screw hole. Damage evidence of implantation and explantation was also observed. A definitive causative factor cannot be determined with the available information. Contributing elements such as the patient's age, underlying medical conditions, bone density, surgical technique, and post-operative care could have led to the failure of the implant. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the tfna fem nail ø14 le 130° l420 timo15 would contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: monument. Manufacturing date: 08-mar-2022. Expiration date: 01-feb-2022. Part number: 04.037.463s, 14mm/130 deg ti cann tfna 420mm/left-sterile. Lot number: 681p160 (sterile). Lot quantity: (B)(4). Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive. Lot number: 618p008. Lot quantity: (B)(4). Part number: 04.037.942.2, lock prong, 130 degree tfna. Lot number: 581p924. Lot quantity: (B)(4). Part number: 21127, timoagri16.00. Lot number: 476p933. Lot quantity: 1,987 lbs. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.